Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the balloon catheter separated during advancement over another company's guide wire and prior to entering the patient. No patient injury was reported.